Event description:
The replacement brush floats and comes off- oral b power care [device breakage]. Case narrative: consumer via call stated that the replacement brush floats and comes off. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
Complained product will not be not available.

Event description:
The replacement brush floats and comes off- oral b power care [device breakage]. Case narrative: consumer via call stated that the replacement brush floats and comes off. No injury was reported. Follow up: investigations were updated (complained product will not be available).